Manufacturer narrative:
The field service engineer (fse) was at the customer site and observed that the sample syringe pump assembly was defective. The fse replaced the syringe pump to resolve the reported issues. The repairs were verified per established service procedures. Bec internal identifier for this report is (B)(6).

Event description:
Customer reported that cb control was failing for blood (false positive) and also ca control was failing for protein (false negative) on their ichem velocity automated urine chemistry system. There were no reports of erroneous patient results being generated or reported out and there was no change or effect to patient treatment in connection to the event.